Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah/bso and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to uterine prolapse, sui and anterior posterior prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
\ It was reported that patient underwent posterior repair and perineoplasty on (B)(6) 2013 due to rectocele, perineocele, mixed urinary incontinence and gaping genital hiatus. (B)(4).

Manufacturer narrative:
It was reported that patient underwent lysis of adhesion of mesh and cystourethroscopy on (B)(6) 2011 due to urinary retention. No additional information was provided. (B)(4).